Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned cover was use of a high-energy treatmenta tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a burn on the distal end plastic cover. There was no patient involvement.